Event description:
The patient was implanted with a left ventricular assist device. It was reported that while the patient was sleeping and connected to his power module, low speeds and pump stoppages were noted. The patient was reported to be asymptomatic at that time. A review of the submitted percutaneous lead x-ray images revealed several possible areas of concern on the distal-end of the percutaneous lead. The distal-end of the percutaneous lead appeared to be stretched away from the connector including a visual anomaly at the distal-end bend relief. A kink in the percutaneous lead was also noted at the percutaneous lead exit site. On (B)(6)2014, a percutaneous lead distal-end replacement was performed. No other information was made available.

Manufacturer narrative:
The report of speed drops and pump stops was confirmed based on a review of a log file that was downloaded from the patient's system controller and submitted to the manufacturer at the time of the event. Approximately 12.5 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. An electrical continuity test of the returned portion of lead was conducted and showed all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Visual inspection showed no evidence of disruptions or damage to the underlying wire insulation. The lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device is 2 years, 5 months. A portion of the percutaneous lead (from the (B)(6) 2014 percutaneous lead distal-end replacement) was received from the device for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.